Manufacturer narrative:
Correction: h6 (annex a and g). Investigation ¿ evaluation: as reported, during transurethral lithotripsy (tul), the base of the handle broke of the ncircle tipless stone extractor and the inner sheath pulled out of the outer sheath. The device was inspected and tested prior to use and the device functioned properly. The stone(s) were located in the kidney. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another manufacturer's device was used to complete the procedure. As reported, no section of the device remained inside the patient's body, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient was under anesthesia. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation in an open package with label. The basket assembly was removed from the basket sheath. The cannulated handle was bent at the nose of the male leur lock adaptor (mlla). A visual examination showed that the coil is offset and kinked. The basket formation was intact. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral lithotripsy (tul), the base of the handle broke of the ncircle tipless stone extractor and the inner sheath pulled out of the outer sheath. The device was inspected and tested prior to use and the device functioned properly. The stone(s) were located in the kidney. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another manufacturer's device was used to complete the procedure. As reported, no section of the device remained inside the patient's body, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient was under anesthesia.